Event description:
It was reported by service report that the brake cams were broken and the fowler was stuck and could not be lowered to the lowest position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cam shaft.